Event description:
It was reported that two blades broke during surgery. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was not returned for eval. It was not possible to determine the root cause for the alleged breakage.